Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During troubleshooting, it was discovered that not all bags were properly connected as there may have been a loose connection on the final bag. The power on the hc was cycled. Proper procedures were reviewed with the customer. The hp would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was determined that the cause of the alarm was due to the loose connection. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.